Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of hospitalized low readings, low battery alert, failed battery test, excessive no delivery alarms, motor error alarm, button error and damage on the insulin pump. The customer had an ambulance called to home 2 days ago. The customer had a low reading of 28 mg/dl. The customer had high readings sneak out, neuropathy below ankles, retinopathy and right toe amputation. The customer had diminished battery life and crack in the screen. There was a rainbow effect and louder rewind. The customer also had unexplained no delivery alarms, motor error and unresponsive buttons. The customer declined help from 24 hour helpline.